Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the customer had high blood glucose and the reservoir had air bubbles in it. The blood glucose at the time of the incident was 188 mg/dl and the current blood glucose was 307 mg/dl and the other value of the blood glucose was given as 288 mg/dl. The customer customer stated that, the drive support cap was slightly intended. The customer stated that, the reservoir had air bubbles in it and the blood glucose went high than normal range. The customer treated high blood glucose by using insulin pump for bolus through the wizard and a manual bolus through the insulin pump. The insulin pump and reservoir will not be returned for analysis.